Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; distal end plastic cover and scope connector both had dents; two light guide lens were cracked and peeling on cement; bending section cover glue was cracked; insertion tube had snakiness; insertion tube had insulation malfunction; reduced angulation; control knob had play/was loose; and the objective lens had peeling on cement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no air/water flow as it had a blocked air channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E2, e3, & g2: additional information has been obtained and provided. H10: additional information including reprocessing steps were unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.